Event description:
It was reported that the device motor was making noise and indicated a motor error. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. The device was returned for evaluation. Visual and functional tests were performed. The device was returned with chipped out lower left front corner and cracked on right plunger case and battery door. Event history log (ehl) indicated motor rate error. An occlusion test was done and the reported problem was duplicated which was cause by the device being worn out due to normal wear. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear; device was manufactured in 2008. The device was repaired and all functional testing passed. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This MDR was generated under protocol (B)(4).